Manufacturer narrative:
The product was not returned for investigation and not enough information was provided. Therefore the reported event could not be confirmed. No lot number was provided and a review of the specific manufacturing batch record and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) can not be performed. Therefore it is also not possible to determine the quantity released for distribution within the affected lot. For infection complaints expanded investigations are performed at the manufacturing site stryker malvern to assure that neither the complained device nor all related manufacturing process steps (e.g. Environmental monitoring, sterilization validations tests) have caused or contributed to the reported event. Furthermore it is evaluated if the risk assumptions in the related fmea are in correspondence with the reported event. Since no lot number was provided, not all steps of this expanded investigation could be performed. However, a review of the sterilization validations and all related fmeas was performed. All results were documented within the ¿infection complaints - checklist investigator¿ (B)(4). No discrepancies were found. In order to obtain more detailed information about the event and the occurred inflammation, the sales rep was contacted. Within a final phone call it was stated that besides the information already available in the event description no further information will be provided. In the present case the available information is not sufficient enough to determine the root cause for the failure mode (inflammation). During the investigation no indication was found for any systematic, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a stryker sales representative that a physician is stating that medpor implant article number 81046 has caused infection in multiple patients. A delay in surgery or use of medical intervention was not reported for this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a stryker sales representative that a physician is stating that medpor implant article number 81046 has caused infection in multiple patients. A delay in surgery or use of medical intervention was not reported for this event.